Event description:
The chair is allegedly not holding a charge and failed while the consumer was crossing the street. The consumer allegedly turned the chair on and off several times before the chair started to work again. No injury is alleged.

Manufacturer narrative:
No RMA has been issued for the return of this device. Model m41srb serial number (B)(4) is 1 year and 10 months old. User manual part number 1143206 rev f (jun-08) was provided to the consumer and is available on the invacare website. It is unknown if the consumer has fully read and understands the user manual. On page 2 the following warning is provided: "do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. The consumers chair stopped in the middle of the street. On page 12 the following instruction is provided: "do not operate on roads, streets or highways." The consumer stated the power went off and it took several attempts to get it back on. The following instruction is provided: read and carefully follow the manufacturer's instructions for each charger (supplied or purchased). If charging instructions are not supplied, consult a qualified technician for proper procedures. It is unknown if the chair was exposed to moisture in the form of rain, beverages or incontinence. Invacare performs an (B)(4) rain test for this device as stated on page 14 and below: "rain test - invacare has tested its power wheelchairs in accordance with (B)(4) "rain test." This provides the end user or his/her assistant sufficient time to remove his/her power wheelchair from a rain storm and retain wheelchair operation. Do not leave power wheelchair in a rain storm of any kind. Do not use power wheelchair in a shower. Do not store power wheelchair in a damp area for an extended period of time. Direct exposure to excessive rain or dampness may cause the chair to malfunction electrically and mechanically, may cause the chair to prematurely rust or may damage the upholstery. Check to ensure that the red and black battery terminal caps are secured in place, joystick boot is not torn or cracked where water can enter and that all electrical connections are secure at all times. Do not use the wheelchair if the joystick boot is torn or cracked. If the joystick boot becomes torn or cracked, replace immediately. The condition of the joystick is unknown. The consumers technique and experience using the device is unknown. It is unknown if emi interfered with the device. The following warning are provided on page 15: "warning - caution: it is very important that you read this information regarding the possible effects of electromagnetic interference on your powered wheelchair. Electromagnetic interference (emi) from radio wave sources powered wheelchairs and motorized scooters (in this text, both will be referred to as powered wheelchairs) may be susceptible to electromagnetic interference (emi), which is interfering electromagnetic energy (em) emitted from sources such as radio stations, tv stations, amateur radio (ham) transmitters, two way radios, and cellular phones. The interference (from radio wave sources) can cause the powered wheelchair to release its brakes, move by itself, or move in unintended directions. It can also permanently damage the powered wheelchairs' control system. The intensity of the interfering em energy can be measured in volts per meter (v/m). Each powered wheelchair can resist emi up to a certain intensity. This is called its "immunity level." The higher the immunity level, the greater the protection. At this time, current technology is capable of achieving at least a 20 v/m immunity level, which would provide useful protection from the more common sources of radiated emi. There are a number of sources of relatively intense electromagnetic fields in the everyday environment. Some of these sources are obvious and easy to avoid. Others are not apparent and exposure is unavoidable. However, we believe that by following the warnings listed below, your risk to emi will be minimized. The sources of radiated emi can be broadly classified into three types: hand-held portable transceivers (transmitters-receivers with the antenna mounted directly on the transmitting unit. Examples include: citizens band (cb) radios, "walkie talkie", security, fire and police transceivers, cellular telephones, and other personal communication devices). Note: some cellular telephones and similar devices transmit signals while they are on, even when not being used. Medium-range mobile transceivers, such as those used in police cars, fire trucks, ambulances and taxis. These usually have the antenna mounted on the outside of the vehicle; and long-range transmitters and transceivers, such as commercial broadcast transmitters (radio and tv broadcast antenna towers) and amateur (ham) radios. Note: other types of hand-held devices, such as cordless phones, laptop computers, am/fm radios, tv sets, cd players, cassette players, and small appliances, such as electric shavers and hair dryers, so far as we know, are not likely to cause emi problems to your powered wheelchair." In addition, page 16 provides the following warnings: "warning powered wheelchair electromagnetic interference (emi) because em energy rapidly becomes more intense as one moves closer to the transmitting antenna (source), the em fields from hand-held radio wave sources (transceivers) are of special concern. It is possible to unintentionally bring high levels of em energy very close to the powered wheelchairs' control system while using these devices. This can affect powered wheelchair movement and braking. Therefore, the warnings listed below are recommended to prevent possible interference with the control system of the powered wheelchair. Electromagnetic interference (emi) from sources such as radio and tv stations, amateur radio (ham) transmitters, two-way radios, and cellular phones can affect powered wheelchairs and motorized scooters. Following the warnings listed below should reduce the chance of unintended brake release or powered wheelchair movement which could result in serious injury. Do not operate hand-held transceivers (transmitters receivers), such as citizens band (cb) radios, or turn on personal communication devices, such as cellular phones, while the powered wheelchair is turned on; be aware of nearby transmitters, such as radio or tv stations, and try to avoid coming close to them; if unintended movement or brake release occurs, turn the powered wheelchair off as soon as it is safe; be aware that adding accessories or components, or modifying the powered wheelchair, may make it more susceptible to emi (note: there is no easy way to evaluate their effect on the overall immunity of the powered wheelchair); and report all incidents of unintended movement or brake release to the powered wheelchair manufacturer, and note whether there is a source of emi nearby. Important information: 20 volts per meter (v/m) is a generally achievable and useful immunity level against emi (as of may 1994) (the higher the level, the greater the protection); this device has been tested to a radiated immunity level of 20 volts per meter; the immunity level of the product is unknown. Modification of any kind to the electronics of this wheelchair as manufactured by invacare may adversely affect the emi immunity levels."